Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to insulin pump falling into the bathtub. Customer reported that as a result, the display screen immediately went blank. Customer's blood glucose was 160 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked lcd window. Unable to perform the functional tests due to the blank display.